Event description:
Customer reported blood glucose results of 117 mg/dl, 110 mg/dl, and 231 mg/dl within 10 minutes on the compact plus system; also reported blood glucose results of 95 mg/dl, 97 mg/dl, 102 mg/dl, 295 mg/dl, and 122 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.